Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support had the patient perform a reset and the reset was unsuccessful for reported issue. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver ((B)(4)) was returned for evaluation. The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirms a hardware error code. The complaint of hardware error was confirmed. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.